Event description:
The rotator on the manifold that attaches to the extension tubing disconnects easily. The hosp reported that air was injected into the pt. No pt harm or injury occurred as a result of this event.

Event description:
Merit medical systems has described the incident in the previous medical device report to the best of co's ability with the information that was provided to by the facility. The only new information that has come to co's attention is that the procedure was a left heart catherization. There is no further evaluation of the incident to be reported by the hospital or health care professional.